Manufacturer narrative:
D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in meyrin, switzerland. Most likely the compressor needs to be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t caused a short circuit. In detail, the breaker of the specific socket where the 3t system was plugged in tripped, when the switch on of the 3t unit is pressed. Before the issue, the switching button lighted up green and the control panel flashed for one second. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The device was cleaned, disinfected and tested: at the power on, the following errors have been detected ee26 on patient side (cooler: defective fan cooler or defective rpm sensor), ee28 on patient side (cooler: excess temperature switch tripped), ee5 on cardioplegia side (pump does not start). Testing the device, a cable was disconnected from the main board. Once reconnected, the electricity of the entire room shut down. Main board tested and resulted worked properly. Cpu board tested and found instead defective, therefore it was replaced but with no improvement (electricity still shut down). In conclusion, it was found that connection cable between main board and compressor is defective. Therefore, the complete cooling circuit must be reassembled. Due to the reassembling, the motors and the valve block need to be replaced. For this reason, the repair is not recommended from an economic perspective. Based on this new information (device technical inspection and testing), the most likely and appropriate root cause of the event is a defective connection cable between the mains board and the compressor.

Manufacturer narrative:
The complete cooling circuit was reassembled. Due to the reassembling, the motors and the valve block were replaced. The device was cleaned and disinfected as per protocol. The unit was returned to customer. Based on the above, the most likely root cause of the event is confirmed to be a defective connection cable between the mains board and the compressor. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H11: customer agreed to send the unit to livanova deutschland for repair, where replacement of the compressor will be performed. A device service history review has been performed and identified that the unit was manufactured in 2016 and no other similar event has been reported. Based on all the collected information and on investigation's results of previous similar complaints, the most likely root cause is a defective compressor due to micro holes in the cooling coil. A potential breach of the cooling coil can be generated due to stirrer flow in the tank. Consequently, the water will enter the cooling circuit and the compressor unit. This potential failure mode will cause immediate damage of the cooling compressor system. The compressor failure leads to an increase of the leakage current of the device and the circuit breaker will trip. The erosion kit upgrade was already installed on the device in march 2020 and includes the new design of the pump head of the stirrer motor to prevent a water flow directed to a narrow area of the evaporator coil. The issue occurred about more than 4 years after the upgrade which suggests that it is most probably caused by the corrosion and not erosion and occurred overtime independently from the upgrade.

Event description:
See initial report.